Event description:
The event is reported as: the cap that occludes the pressure line port is cracked and will not pass ventilator leak test. No pt injury reported.

Manufacturer narrative:
The device sample was returned for eval, however, the results of the eval are not available at the time of this report.